Event description:
It was reported this bilary stent was placed in the left iliac artery via a contralateral approach through a right iliac bypass graft and following deployment the stent did not appear to open completely. Resistance was then encountered removing the delivery system through the introducer sheath. Exertion against resistance resulted in removal of the introducer sheath from the pt. The introducer sheath was then readvanced into the pt and resistance was encountered during unsuccessful manipulation attempts to reinsert the introducer sheath over the delivery system. A cutdown procedure was then performed to successfully remove the carrier system. Slight damage to the artery resulted in a decision to perform a successful femoral bypass procedure. The pt's condition is good. The stent remains implanted in the pt and the user facility will not release the delivery system for eval. Therefore, no failure anaysis is available. This device was used in a non-indicated procedure, left iliac artery stent placement. It was indicated the stenosis was tight and a pre-placement angioplasty was not performed prior to stent placement. It was also indicated resistance was encountered during removal of the delivery system and continued exertion and manipulation attempts were imposed in an attempt to forcibly remove it. In addition, scar tissue at the insertion site contributed to readvancement difficulties. Co belives these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms... Dilate the stricture as necessary with a balloon dilation catheter using conventional technique... If the stent is not fully expanded at some points along the stricture, the stent can be dilated with a balloon catheter."